Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and a screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of 2 of the 12 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT scan before finalizing the surgery, and these placements were corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of ca. 5min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the 2 deviating pilot holes and screw placements, at left c7 shifted by ca. 1mm caudal and at left t4 angulated by ca. 2mm lateral at the target point, is: relative movements between the vertebrae operated on (c7 and t4) and the vertebra where the navigation reference array was placed (t5), due to the forces applied to the bone during the surgery. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - can result in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. An anatomical movement is visible in between the intra-operative CT scans at this surgery. Apparently, the resulting deviation between the actual patient anatomy during surgery and the registered pre-placement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, during the preparation and placement of the screws at left c7 and left t4. As a further potentially contributing factor for the deviation, from the information provided of this surgery, there appears to also have been an unintentional change in the positioning or angulation of the navigated non-brainlab screwdriver by the user during advancement of the screw into the bone, which would have been visible to the user in the navigation display if carefully watched during the placement. Therefore, the brainlab device (navigation) did not contribute to this further potential factor. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the cervical and thoracic spine for a fusion extension of vertebrae c7 to t5, with intended placement of 12 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra t5. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Calibrated a non-brainlab drill guide to the navigation. Starting with left t2, used the navigated drill guide to drill into the vertebrae to create the pilot holes bilateral in vertebrae t1-t5. Placed the spine screws with a non-brainlab screwdriver also beforehand calibrated to navigation, following and into the pilot holes bilateral t1-t5. For vertebra c7, calibrated a different non-brainlab drill guide and a non-brainlab tap to navigation, drilled and tapped the pilot holes with these instruments bilateral in c7. Placed the spine screws bilateral in c7 with the navigated non-brainlab screwdriver. For placement verification, acquired a second intra-operative CT scan with automatic image registration to navigation, and from this scan found that the left c7 screw deviated from its intended position shifted by ca. 1mm caudal, and that the left t4 screw deviated angulated by ca. 2mm lateral at its target point. Removed these deviating c7 and t4 screws, and re-placed them to their correct location using the navigation registration of the new scan, by creating new pilot holes with the navigated drill guide and navigated tap, and placing the screws with the navigated screwdriver. Completed the fusion surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of 2 of the 12 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT scan before finalizing the surgery, and these placements were corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of ca. 5min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.